Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4).

Event description:
Customer reportedly obtained a 3.3 inr on her coaguchek xs system and 2.4 inr on her physician's coaguchek s system. No treatment information provided. No adverse event reported. Return requested of suspect system and replacement sent.